Event description:
It was reported that while taking out the coil from the dispenser, the proximal end of the pusher was found bent and the coil prematurely detached inside the dispenser. The device was not used in the pt.

Manufacturer narrative:
The device involved in this event has not been returned for eval.